Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and the device became unresponsive, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.